Event description:
The customer alleged that they had three patients who had upper endoscopy with the same physician. All three patients presented with the same issue of uvulitis. The second of the three patients is a male and experienced the uvulitis in 2009. The customer reported that the treatment for the patient was medrol dose pack and that the physician has not heard back from the patient so he is assuming that all is well. The customer reported that they have never had any staining when using the opa. The ent physician advised that they rinse the end of the scope off with plain water to assure that there is no chemical left on the scope. Since they do the alcohol flush last, they wipe the scope off before using on the patient. They have had no reported issues with any other physician.

Manufacturer narrative:
Reference mdrs: 2150060-2009-00117 and 2150060-2009-00119.

Manufacturer narrative:
Asp investigation summary: the investigation included for the aer: a corrective and preventative action plan, a service history review, and health hazard evaluation, and for cidex opa: complaint trending by problem code, system hazard use and misuse analysis, failure mode and effects analysis and health hazard evaluation. A CAPA (corrective and preventative action plan) addresses the potential causes of residual fluid in scope models (fujinon, pentax, olympus) processed with asp-aer system. The root cause for residual fluid to accumulate in endoscopes is due to improper scope connection practices by the operator of the aer unit. This has been associated with human reactions in patients when these improperly processed scopes are used during procedures. This aer's account history was reviewed and showed no similar complaints for residual fluid remaining in or outside of the endoscope after the implementation of the CAPA (corrective and preventative action). The aer's hhe (health hazard evaluation) reviews each of the causes of this issue as found in the CAPA and finds the risk to be low. A review of the complaint history for cidex opa solution per lot number could not be conducted as the lot number was not available. The complaint history for cidex opa solution with similar problem code of "hr-procedure related" does not indicate a significant trend over the past 12 months ((B)(4) 2010). The cidex opa solution/disopa shuma (system hazard use and misuse analysis) was reviewed and it was determined that the risk of patient exposure due to inadequate rinsing or excessive soaking is a category I. An assessment of the cidex opa solution fmea (failure mode and effects analysis) revealed the rpn (risk priority number) for similar issues is below the threshold of 100, indicating that the associated risk is minimal. The hhe (health hazard evaluation) was reviewed for similar symptoms and the hazard/risk index was 2 which indicates the associated risk is none/negligible. Upon review of this issue by an asp medical safety specialist, the uvulitis was felt to be related to residual cidex opa solution in improperly processed scopes that came in contact with patients. The asp fse (field service engineer) tested the entire system for functionality with the service box; all tests passed. The asp fse then ran a wash/disinfect cycle, which also passed. A letter was sent to the customer recommending that they review the fujinon scope connection diagrams which can be found on the asp website. (B)(4).